Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the device was exchanged due to battery depletion after estimated 32 months of implantation duration. The device was not returned and the explant and implant dates were not provided.